Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) arrived at the heath care facility for a consultation due to the scar having opened. The wound was re-stitched and antibiotics were prescribed. Ten days later the patient came back for removing some of the stitches and a week later a final appointment was made to remove the remaining stiches. This system remains in service. No further adverse patient effects were reported.